Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The event log was reviewed, and the accuracy test was run. The customer's complaint of accuracy low was not replicated. Running accuracy tests on the unit gave results of +0.07%, +1.30% and -0.53%. This is well within the internal test specification of +/- 3.0%.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by 6.9%. There was no patient involvement.